Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology is unknown. It was reported that the patient's aneurysm was enlarging due to an unknown endoleak on an unknown date. A y-graft (synthetic vessel) was implanted for treatment. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: at the index procedure the aneurysm was 58x56 mm in diameter. Six months post index procedure there was an intervention due to aneurysm enlargement due to a possible endoleak. A 32x32x28 stent graft was implanted; the aneurysm was 71x64 mm in diameter. Three years later on an unknown date the aneurysm was enlarging due to a possible type I endoleak, the aneurysm is 83x80 mm in diameter.